Event description:
It was reported that the patient had "several critical battery alarms." The patient states: "the batteries have a tendency to switch sources even though two bars remain." The device was exchanged. It was reported there was no consequence or impact to patient. No additional information was provided.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
The site has indicated that the pump remains implanted; therefore, it will not be returned. The batteries were received by the company for testing . This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient manual has a quick reference guide for alarms, which will tell what the alarm is and what to do. Device remains implanted.